Event description:
On (B) (6) 2010, the lay-user/pt contacted lifescan (lfs) alleging that the one touch ultra meter has a power issue (meter does not turn). This complaint is classified according to the documentation of the customer care advocate (cca). The pt manages her diabetes with self adjusting insulin. The power issue began on (B) (6) 2010 at 8pm. Although, the pt had the power issue, the pt managed her diabetes with more food/drink. Twenty minutes later, the pt reportedly developed symptoms described as "low blood sugar symptoms." The pt denied receiving any medical intervention at the time of concern. During troubleshooting, the cca verified that there was no product misused. Based on the info provided, the battery did not need to be replaced. The subject meter did not turn on with the power button pressed and with the test strip inserted. The product issue was not resolved with training. This complaint is being reported because, the pt claimed she developed symptoms that can be associated with hypoglycemia three days after the power issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.